Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were broken. It was also found that the upper case was dented and three case screw holes were contaminated. The lower case was damaged, and the hanger assembly and keypad were contaminated. Both output connector nuts were found to be contaminated and discolored. Three case screws and one plug were also found to be contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. No patient complications have been reported as a result of this event.